Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2, the evh was done on both the radial artery as well as the saphenous vein, upper and lower leg. After the radial artery was harvested, the harvester first performed the lower leg harvesting and then he went to the upper leg. During the upper leg harvesting, a piece of the black plastic cover just behind the curved cutter came loose and exposed the metal part which damaged the vein at x2 points. No components of the device detached into the harvesting tunnel / or inside the patient. After the vein was harvested from the patient the surgeons removed the part where it was damaged and continued with the bypass graft. The harvester also complained that the smoke evacuation hole in the middle of the cutter when you open them up got blocked and he could not clean it and which lead to him struggling to see properly in the tunnel. The procedure was completed with the same device. There was no adverse effect, procedural delay, or potential harm to the patient.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
(B)(4). Corrected section: b1 change to adverse event, b2 change to require intervention, h-1 change to serious injury. The lot # 25161013 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on (B)(6) 2022. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed on the base of the jaws. The black shaft closest to the base of the jaws was observed to be peeled back, exposing the inner contents of the shaft. No other visual defects were observed. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned inside the cannula. The cannula was observed to be intact, with no visual defects observed. The harvesting device shaft was observed to be bent approximately at the center of the shaft, exposing the inner components of the shaft. The harvesting device jaws were observed to be intact, with no peeling observed on either the cold and hot jaws. The heater wire was observed to be intact, with no visual defects observed. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties. An electrical evaluation was conducted to evaluate the reported failure of "smoke". A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. There was no excessive smoke observed during the testing. Based on the returned condition of the device and the evaluation results, the reported failure "peeled; shaft" was confirmed, but was not confirmed for the reported failure "smoking". The analyzed failure "material twisted/ bent shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Event description:
N/a.